Manufacturer narrative:
Issue identified during pretesting. No patient contact. No injury reported.

Event description:
Customer reported it frosted all over the cryoprobe. The lowest temperature the cryoprobe could get was only -60 degrees c. Probe tested by china service department and confirmed the probe frosted all over and could only get to -60 degrees c.

Manufacturer narrative:
Product evaluation determined a vacuum sleeve failure was the cause of the shaft frosting during pretesting.